Event description:
It was reported that the device had low output energy (by 30%). There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-further evaluated the replaced assembly but could not duplicate the failure - it passed the functional testing.